Event description:
During company service representative check-out of the injector equipment mounted on the overhead counterpoise system (ocs), the vertical arm of the ocs separated from the flex joint. No injury occurred.